Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the control bar was not in the correct position, the machined head, control bar, and spring pin were damaged, the ball bearings, spring seal, retaining ring, and screws were worn, and the device was out of calibration. The machined head, control bar, spring pin, spring seal, retaining ring, motor, bearings, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in austria.

Event description:
It was reported that during kit inspection the unit was nonfunctional. Inconsistent speed was confirmed after final assessment. There was no patient involvement. Attempts have been made and no further information has been provided.